Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4: reference MFR. Report# 1627487-2016-04540, reference MFR. Report# 1627487-2016-04542, reference MFR. Report# 1627487-2016-04544. Additional information received identified the patient underwent surgical intervention on (B)(6) 2016 where in the two leads of model 3246 were explanted and replaced with another leads of same model, and the lead with model 3186 remain implanted. Additionally, during surgery the ipg was explanted and replaced with another model.

Manufacturer narrative:
(B)(4).

Event description:
Device 3 of 4. Reference MFR. Report# 1627487-2016-04540; reference MFR. Report# 1627487-2016-04542; reference MFR. Report# 1627487-2016-04544. It was reported the patient experienced loss of stimulation. System diagnostics revealed low impedances. Troubleshooting was tried to no avail as a sjm representative was unable to increase amplitude and only ineffective stimulation was achieved. Surgical intervention will be taken at a later date to address the issue. Similar issue was reported earlier in MFR. Report# 1627487-2014-05717 and MFR. Report#: 1627487-2014-05718.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report# 1627487-2016-04540, reference MFR. Report# 1627487-2016-04542, reference MFR. Report# 1627487-2016-04544. Additional information received identified the patient is receiving effective therapy.